Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, high capture threshold and high pacing impedance were observed. The patient was asymptomatic. Repositioning was attempted, but the helix was unable to be retracted. The lead was explanted and replaced. The patient was asymptomatic before, during, and after the procedure. The patient was fine in the recovery room.